Event description:
It was reported that the inflatable penile prosthesis (ipp) was not inflating. The reservoir was left in the patient, but the cylinders, rte's and connector were removed and replaced. There were no patient complications.